Manufacturer narrative:
The freedom onboard batteries were returned to syncardia for evaluation. Four of the onboard batteries were evaluated and passed all functional test requirements. The root cause of the customer-reported issue of the freedom driver fault alarms was freedom onboard battery s/n (B)(4). The battery was not able to provide sufficient output due to an internal cell disconnection despite showing an led charge status. The cause of the battery showing a charge status while faulted is a cim permanent fault due to cell 4 being electronically disconnected. This disconnection was most likely caused by an impact shock to the battery. Syncardia has initiated a corrective and preventative action (CAPA) to address this issue. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, returned five freedom onboard batteries that were associated with two freedom drivers that exhibited fault alarms. The results of the investigations for the two freedom drivers were reported under two separate medical device reports: (1) freedom driver s/n (B)(4) (MFR report # 3003761017-2017-00104) and (2) freedom driver s/n (B)(4) (MFR report # 3003761017-2017-00105).